Event description:
Customer reported that the insulin pump alarmed displayable history check failed on startup during normal use. Customer stated a temporary basal was not programmed before the alarm and the device was not stored without a battery for an extended period of time. Last battery change was 10 days ago. Customer also reported that the sensor was reading low and he kept receiving false low glucose alerts. Blood glucose value was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-13449.